Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited what appeared to be oversensed noise which subsequently caused inappropriate shocks to be delivered. No further information was provided. This rv lead remains in service. No additional adverse patient effects were reported.